Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3888-33, explanted: (B)(6) 2017, product type lead. Product ID: 3888-33, lot# va1g8wq, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding impedances that were out of range. A revision of the lead occurred on (B)(6) 2017 because of out of range impedances on electrodes 0 and 3. The patient did not experience any falls or traumas prior to the out of range impedances. The lead was tested during the revision and the impedance was out of range (>4,000 ohms) on all poles. The lead was replaced. The lead will not be returned as it was discarded. Another lead was implanted on (B)(6) 2017 and the impedances were out of range on electrodes 2 and 3 during a "per-operative" test with the multi-lead trialing cable. The impedance measurements in the 4-7 slot were the same. It was tested with a new multi-lead trialing cable. The patient experienced a loss of efficacy reprogramming but no good paresthesia coverage. Therefore, the lead was replaced. The event occurred during the procedure and the issue was resolved at the time of the report.